Event description:
While performing onsite service for the device, it was discovered by the authorized field service engineer (fse) that the etco2 parameter failed to properly calibrate. No patient involvement.